Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During evaluation, foam particles were observed within the device assembly. Error codes 20, 221, and 41 were found in the device log history. The device was scrapped. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient.